Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that during a mid right coronary artery stenting procedure, the stent came off the balloon, but remained on the stent delivery system (sds). The sds, along with the stent, was successfully removed from the vasculature without intervention. Another vision stent was successfully implanted. There were no reported pt effects. There is no additional info available.

Manufacturer narrative:
(B)(4): results - a conclusive root cause could not be determined for the stent dislodgement. Eval summary: quality assurance analysis of the device revealed that the stent delivery system (sds) was returned with blood on the balloon, on the distal shaft, and on the hypotube. There was contrast in the balloon and in the inflation lumen. The stent implant was returned dislodged from the balloon and was located on the distal shaft. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements were oversized and this did not meet mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameter dimension was outside of the accepted mfg spec, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required spec, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The pt anatomical info was not provided in the case details which may have aided in the eval and determination of cause. In this case, it is possible an interaction with the lesion/anatomy during advancement to the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent, facilitating stent dislodgement. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. A conclusive cause could not be determined, and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.